Manufacturer narrative:
The provided device-related photos and 3mensio imagery were reviewed, and the following was observed: tortuosity was present in the patient's access vessels, the distal tip was torn radially along the distal edge of the liner and was still attached, the distal tip does not appear to have opened along the axial score line, the sheath appears to be fully expanded, as designed, scratches were noted along the sheath shaft and the presence of pre-existing endovascular aneurysm repair (evar) was noted near the aortic bifurcation. The investigation is ongoing. H3 other text : the device was discarded at the hospital.

Event description:
During a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, when taking out the esheath it was noted that the tip had lacerated. The tip was still attached to the esheath and no pieces were missing. The 16f esheath was prepped per IFU and inserted over the wire and tracked under fluoro without any noted issued. The valve passed through the sheath without any issue and the valve was deployed with a good result. The access site closed without issue and there was no complaint made against edwards product. The device was discarded at the hospital.

Manufacturer narrative:
Component code, type of investigation, investigation findings, investigation conclusion. The 14fr esheath plus was not returned for examination. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: esheath plus, commander delivery system with s3/s3u, device preparation manual and the procedural manual. Based on this review, no IFU/training deficiencies were identified. This event reports a sheath distal tip tear observed upon device removal that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The complaint for a torn distal tip was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "during a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, when taking out the esheath it was noted that the tip had lacerated. The tip was still attached to esheath and no pieces were missing." Per evaluation of the provided imagery, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previous risk assessment. While a conclusive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. In this case, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, per imaging review, calcification, tortuosity, and a pre-existing stent are present in patient's access vessel. Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. Similar to calcification, a pre-existing stent can create further rigidity and constraint on the sheath leading to further sub-optimal conditions. Calcification and tortuosity can also lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip in the process of advancement. The failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification, pre-existing abdominal aorta endovascular stent) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Sheath distal tip tears resulting from improper tip expansion and interference between the valve and sheath tip during advancement of the delivery system has previously been documented in product risk assessment. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.